Manufacturer narrative:
The device associated with this report was not returned. Follow up information could not verify what part of the instrument broke. Provided information from the rep states the root cause may have been broken due to the number of rotations and the time of use. The provided date code cv0310 indicates the instrument was manufactured in march of 2010. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The t-handle was broken.